Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive (resistant) cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-gp78 test kit (ref (B)(4), lot 2781246203). The customer was unable to submit the strain for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No further investigation could be performed without the strain being submitted for investigational testing and the cause for the customer's issue could not be established. Global customer service (gcs) reviewed complaints coded against ast-gp78 lot 2781246203 and the review did not indicate a trend for this card lot. Ast-gp78, lot 2781246203 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.

Event description:
A customer in the united states notified biomérieux of a false positive (resistant) cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-gp78 test kit (ref 421051, lot 2781246203). Repeat analysis with the vitek® 2 ast-gp78 test kit obtained a negative (susceptible) oxsf result. Initial vitek® 2: oxsf = positive (resistant). Repeat vitek® 2: oxsf = negative (susceptible). No alternative test methods were performed to confirm the results. There is no indication or report from the laboratory that the false positive result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.